Event description:
The arthroplasty was revised due acetabular loosening. The components were implanted in situ for ~0.8 y. The acetabular shell, acetabular liner and 2 cancellous bone screws components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding cup loosening involving a trident psl ha cluster 58mm was reported. The event was not confirmed. A photo provided for analysis of the trident psl ha cluster 58mm showed the outer surface of the shell with some yellowish discoloration along the outer rim. No signs of bone on-growth noted in shell. No further analysis can be obtained from the photo provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
The arthroplasty was revised due acetabular loosening. The components were implanted in situ for ~0.8 y. The acetabular shell, acetabular liner and 2 cancellous bone screws components were revised.